Event description:
It was reported the video system center had no image. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the printed circuit board failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that no patient or procedure was involved in the event as it was used during an exposition demonstration. No additional information was provided.